Manufacturer narrative:
Investigation result: name: novopen echo: batch number: dv40081. The received sample has been used in combination with a needle not manufactured by, or on behalf of, (B)(4). The foreign needle will not be investigated or commented by novo nordisk ns. The pen was received with a non nn needle mounted and the cartridge mounted. A batch trend report has been created. Nothing abnormal was found. (B)(4): the device was tested with a random cartridge and a novo nordisk needle was mounted. The electronic register was checked. Visual and functional examinations were performed. During testing it was possible to deliver preparation from the cartridge without any observed problems the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. All mechanical parte including the piston rod is function normally. During test of the device it has not been possible to detect any irregularities. A new needle must be used for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. Name: novorapid penfill 3 ml: batch number: dr76595. Visual examination was performed. The returned cartridge was tested for delivery with a novopen 4. The cartridge was able to deliver. A batch trend report was created. Nothing abnormal was found. The returned sample was examined visually. A large amount of air was present in the cartridge. The observed problem was due to incorrect handling of the product. If the needle was not removed between injections insulin may seep out and air may enter the cartridge. The air may cause more or less active insulin being injected, and thereby potentially lead to uncontrolled glycaemia. The observed problem is due to incorrect handling of the product. Parameters identity, assay and degradation were examined. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. This case was re-classified from non-serious to serious device case on 19-jan-2015 due to addition of seriousness criteria (medically significant) by regulatory authority. Final comment from the manufacturer: 21-jan-2015: the suspected novopen echo has been returned to novo nordisk a/s and the investigations showed that pen was working according to specifications. The patient states that he leaves the needle attached to the pen in between injections which could cause air to enter the injection system. This means that the patient could experience a hyperglycaemia if it is not equalized by the recommended air-shots before the injection. However, as the case does not contain information whether the patient performed air-shots or not, thus it is not possible to identify a root-cause for the experienced adverse events or find similar cases to argus case (B)(4). Investigation results continued. (B)(4): the electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge without any observed problems. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. All mechanical part included the piston rod is functioning normally. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, clogging of the needle may occur. During test of the device it has not been possible to detect any irregularities.

Event description:
Pen does not administer any insulin when applied/failure of my pen [device failure]. High bg readings [blood glucose increased]. Basic problem with the pen is the failure of the piston [device issue]. This serious spontaneous regulatory authority (medicines and healthcare products regulatory agency (mhra)) case from the (B)(6) was reported by a consumer as "pen does not administer any insulin when applied/failure of my pen", "basic problem with the pen is the failure of the piston" beginning on (B)(6) 2014, and "high bg readings" beginning on an unspecified date in 2014 and concerns a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2013 and ongoing and novorapid penfill (fast acting insulin apart) from unknown start date and ongoing both due to type 1 diabetes mellitus. (B)(6). Medical history includes type 1 diabetes mellitus (since 1980). The patient did not have prior history of hyperglycaemia and had good diabetic control. The daily dose of insulins is adjusted according to blood glucose. On (B)(6) 2014, hba1c was 50 and on (B)(6) 2014 it was 49 (units not reported). It was reported that the pen did not administer the insulin when applied (failure of pen) on (B)(6) 2014. The malfunction concerned the inability of the pen to administer insulin and the basic problem with the pen is the failure of the piston. The patient was not sure how long the pen had not been worked. He recognized this failure only after a number of consecutive inexplicably high blood sugar readings. The patient reported that his home fasting blood glucose started to show consistently high readings over several days. The failed pen was only approximately a month old. Before this pen, the patient used another pen over 18 months without any problems. However, the previous pen had failure of memory why the patient replaced it with this echo pen. There were no co-existent conditions or concomitant medications leading to increased insulin requirements. The patient did not inject the suspected product into a skin area with lumps. C-peptide or glucagon test was not performed. The patient used bd microfine needles. The patient changed the needle after each injection and stored the device with needle attached. The patient started using a flexpen and his blood sugar levels normalised. Action taken to novopen echo and novorapid penfill was not reported. The outcome of the events "pen does not administer any insulin when applied" was unknown. The outcome of the event "high bg readings" was recovered on an unknown date the outcome for the event "basic problem with the pen is the failure of the piston" was not reported. No further information available.